Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit became inoperative and an error code indicating that machine and proximal pressure sensors failed occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date received by manufacturer: 05nov2018. The power management (pm) printed circuit board assembly (pcba) was returned to philips for evaluation. A visual inspection revealed no findings. The pm pcba was installed into a test ventilator. The reported error codes could not be replicated with the returned pm pcba; no failure was noted. The returned pm pcba was reinstalled into a test ventilator unit. No errors were generated during the operation test. No fault was found on the power management board.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported complaint was duplicated. A check of the event log revealed the occurrence of e/c 111b, e/c 1008, e/c 1115, e/c 1118, e/c 1125, e/c 1127. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the unit became inoperative and error code 1007 occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.